Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 17-apr-2018 from a company representative who reported that with regards to the cause for the pump being a little tight at implant, the physician stated that the patient had a 40 cc pump and when she replaced it, it was very difficult to fit back in; it was snug in the pocket. No actions/interventions had yet been taken, but they were going to take the patient back to surgery. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 25-aug-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving bupivacaine (12 mg/ml at 8.732 mg/day) and morphine (6 mg/ml at 4.365 mg/day) via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2018 it was reported that the patient had their pump replaced yesterday due to normal battery depletion. The surgery was uneventful but putting the new pump back into the pocket was a little tight. The physician was able to aspirate fluid freely from the cap (catheter access port) but it was done prior to putting the pump back into the pump pocket. After surgery the patient developed acute withdrawal which had come on suddenly. The physician was going to attempt a dye study now. Per the reporter, there were no programming errors. Additional information was received on 13-apr-2018 and it was reported that the catheter dye study failed. They were unable to aspirate, and it looked like there was a bend in the catheter as it exited the sutureless connector. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2008 explanted: (B)(4) 2018 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 from a company representative (rep) who reported that after the pump replacement ¿immediately the patient started going through withdrawal." After they did a "failed dye study," it led them to revision today (B)(4) 2018. Surgical exploration took place and when the healthcare professional (hcp) opened up the patient, the catheter was visibly kinked in the pump pocket. The hpc performed the revision and replaced the pump segment of the catheter with an 8784, and they did make the pump pocket ¿a bit bigger to accommodate the pump and catheter.¿ the rep mentioned that the surgeon wanted to enlarge pump pocket last week but the patient was on blood thinners at the time. The catheter segment was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the kink was thought to be from putting the pump into a tight pocket. The pump is working properly and the patient is getting medication now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID:8780, serial (B)(4), implanted: (B)(6)2013, product type:catheter. Other relevant device(s) are : product ID: 8780, serial (B)(4), ubd (B)(4), UDI# (B)(4). Further review of the information indicated that the catheter model for the event was 8780. The analysis finding of damage to transition tube. If information is provided in the future, a supplemental report will be issued.